Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2014 in fdi 45 of the patient's mouth. On (B)(6) 1899, loss of osseointegration of the implant was verified. Patient presented with bone type IV, fair oral hygiene and bruxism. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.